Manufacturer narrative:
Trackwise ID #: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable had no power. This was from an open heart procedure, they used the vasoview cord to take vein from the leg for the bypass grafts. The cord was not firing during the procedure, so they had to open another instrument tray to get another.

Manufacturer narrative:
Updated sections: g4, g7, h10, h11. Corrected section: h2 - corrected follow-up type from "response to FDA request" to "additional information". Trackwise # (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable had no power. This was from an open heart procedure, they used the vasoview cord to take vein from the leg for the bypass grafts. The cord was not firing during the procedure, so they had to open another instrument tray to get another.

Manufacturer narrative:
Corrected section: h3 if other provide code -explain: corrected from "device not returned" to "device discarded". Trackwise ID # (B)(4). The reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. H3 : device discarded.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable had no power. This was from an open heart procedure, they used the vasoview cord to take vein from the leg for the bypass grafts. The cord was not firing during the procedure, so they had to open another instrument tray to get another.